Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon fired the ez35b across the infundibulopelvic ligament and there was bleeidng that required bipolar coagulation. There was some additional time required to cauterize the ligament. There was no consequence to the pt. 8/20/97 the rep states it was reported by the ort the nurse gave the surgeon the wrong stapler.